Manufacturer narrative:
P-cap was attached and locked into place properly. Unit powers up properly after battery installation. P-cap locked in place properly during testing. Unit was downloaded successfully using (thump software) for reference. Unit passed the self test as well as the displacement test. During the download history review, no relevant alarms were noted. The pump was cut open to perform a visual inspection, and evidence of moisture damage was found on the electronic assembly. The following cosmetic damages were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. A critical open-book image alarm was confirmed in the download history files due to a corroded electronic assembly, isolated to the specific electronic assembly. Unable to confirm nor unconfirmed customer complaint of keypad/button anomalies due to open book alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm and a critical pump error (open book image) after the insulin pump was exposed to water. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer was advised that the insulin pump would be replaced and was instructed to discontinue use, revert to a backup plan per health care professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.